Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.